Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of air in the patient line. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with ending therapy while using the homechoice (hc) during the initial drain. The patient stated there was air in the patient line. Gts assisted the patient in ending therapy, as requested. The patient elected to start over with new supplies. No injury or medical intervention was reported.